Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, a malfunction alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method in insulin therapy.